Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Patient was revised due to dislocation of implants. There was no loosening and no surgical delay. Doi: (B)(6) 2021; dor: (B)(6) 2022; affected side: unknown hip.